Event description:
Hcp was using the glue and mixed it according to the package instructions. After the glue was put into the gun, and was extruded into the femoral cannal, it immediately became too hard. After the insertion of the femoral component, the glue immediately hardened, causing the implant not to be inserted fully and upon inpacting the component, the femoral shaft was broken.